Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump emptied the cartridge during the load step. The reporter stated that she tried again with a second cartridge and again watched the pump empty the cartridge. The patient confirmed being disconnected during rewind and load steps. The patient was advised to use a back up treatment plan until the replacement arrives. This report is made based on the allegation that insulin was dispensed during the load cartridge step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation: a retain sample was tested from the same lot # b20166a by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed two 'no cartridge detected' warnings recorded on the date of the alleged failure. On testing, the pump powered on normally. During priming, the pump did not recognize the cartridge. The pump cover was removed for investigation and revealed evidence of moisture ingress. Contamination was noted on the force sensor assembly. The force sensor was tested and determined to be out of calibration.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.